Event description:
It was reported that the patient experienced inadequate stimulation from the deep brain stimulation (dbs) system causing the patient to experience stiffening on one side of the body. The physician attempted to link the patients' implantable pulse generator (ipg) to the clinician programmer (cp) but was unable to do so. Several attempts were made using multiple remote controls and cp's but were not successful, therefore the physician was unable to reprogram the patients' therapy settings.